Event description:
It was reported that there was a loose connection between the amia automated pd cycler set and the solution bag which resulted in a leak. This occurred during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.